Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the distal portion of the left circumflex coronary artery, the maverick otw balloon was suspected to have ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. The maverick otw catheter was removed and replaced with an opensail 20/1.5 catheter to complete the procedure. A 7f medikit introducer sheath, a 0.014" mirook3 guidewire, a 7f neat jl4 guide catheter and a guidant 20/30 inflation device were also used in this case. The procedure was successfully completed. Pt status is reported as 'good'.